Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose. Customers blood glucose level was 412mg/dl at the time of incident. Customer also reported that insulin pump had lost sensor signal alert and was not in auto-mode. Insulin pump will not be return for analysis.